Manufacturer narrative:
Specimens are > 24 hours old when sampled. Storage information is not available. Unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and after the incident and were within the expected range. Bci field service engineer (fse) found shear valves leaking. Fse replaced shear valves and tubings and verified the instrument operation. Root cause for the erroneous high eo% was associated with patient specimens being > 24 hours old. Per product labeling, bci does not claim to identify every abnormality in all samples.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the lh750 instrument generated erroneous high eo% without instrument generated flags on one (1) patient specimen. Erroneous results were reported out of the lab and were questioned. A manual differential was performed and recovered lower eo% results. Manual differential results were sent out as corrected reports. No reports of death, injury, or change to patient treatment have been reported in connection with this event.